Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the physician noted the left ventricular (lv) lead retracted into the coronary sinus. The lv lead retraction was confirmed by a chest x-ray. The lead was explanted and replaced. The patient was stable.